Manufacturer narrative:
The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked on display window, cracked and bleeding lcd glass, and minor scratches on display window noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump fell and was smashed on the door. The customer states the screen was damaged. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.